Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on aviva connect meter, compared to hospital meter, within 10 minutes: 111 mg/dl on aviva connect meter and 66 mg/dl on hospital meter. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.